Manufacturer narrative:
The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because the sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) could not be conducted due to the lot number being unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
The user facility reported that when the nursing staff began the removal process, they noted that half the air was already gone from the band. They stated that it seemed like a slow leak, however, they were unable to identify where it may have been leaking. There were no negative outcomes and the patient did not bleed. Staff continued with normal protocols. The patient was in stable condition, and the procedure outcome was successful. Additional information was received on (B)(6) 2023: the procedure for the patient was left heart catheterization.